Event description:
It was reported that patients ipg was difficult to charge and failure to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted will not be return.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.